Event description:
During an attempted implant, increased impedance was observed on the right ventricular (rv) lead. Lead damage was suspected. A different right ventricular lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.